Event description:
The pump was returned for investigation. Investigation revealed contamination under the button key contacts and a dim, discolored display screen. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the ok keypad button is intermittently responsive. There was evidence of contamination observed under all key contacts. Investigation also revealed that the display screen is dim and discolored. The display was replaced with a test display, and the contrast returned to normal with no signs of fading or discoloration. Unrelated to the display and keypad issues, investigation revealed that the battery cap threads were stripped, the battery compartment was cracked, and the internal battery was leaking. (B)(6).